Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: unknown, as information was requested but not provided. Section d6b: explant date: n/a - lens remains implanted, therefore not explanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had an eyehance toric intraocular lens (iol) implanted by a previous surgeon during a bilateral refractive cataract surgeries on an unknown date. The patient then underwent a right lasik enhancement due to a bilateral astigmatic outcome and a right yag laser capsulotomy. The patient then experienced a number of aberrations including halos, dysphotopsias at night and starburst. The starbursts were noted to have commenced post the yag treatment. There is no record of posterior capsular opacification (pco) but this surgeon believes it must have been present for the original surgeon to have conducted the yag. No additional information was received.